Manufacturer narrative:
Examination of returned device found no evidence of product non-conformance.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: "top jaw must remain fully closed to ensure proper suture passing. Failure to ensure jaw remains fully closed may result in device malfunction." Evaluation in process but not yet complete. Upon completion of evaluation, a follow up report will be sent to the FDA.

Event description:
It was reported that patient underwent an arthroscopic procedure on (B)(6) 2015. During the procedure, the nitinol pusher did not push the suture through the bypass suture passer. A 40 minute delay occurred in the procedure.